Event description:
Customer reported a past high blood glucose event, with the specific level displayed as "high," but no exact value provided. There was no adverse impact to the customer's blood glucose level. Customer administered a correction bolus via the pump and was advised by customer technical support to consult with a healthcare professional for further evaluation. Customer understood and acknowledged the recommendation, and the case was closed by technical support.